Event description:
Customer reported that pump experienced a malfunction but no notable events occurred prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump, and after assistance, the malfunction did not recur. Customer was advised to continue using the pump and to call back if issues arise again.